Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient received inappropriate therapy due to atrial fibrillation with rapid ventricular response. Programming changes made, and medications were also adjusted to resolve the issue. Patient was stable.